Event description:
Procedure: sigmoid resection. According to the reporter: when the surgeon attempted to fire across the rectum the anvil bent and staples malformed. The surgeon removed the device and opened another sulu to continue on with the case, the anvil did not bend but the staples malformed. The surgeon decided to convert the procedure to open. Or time was delayed a minimum of 1 hour. Some bleeding occurred.

Manufacturer narrative:
Initial report sent to FDA on 03/27/2009.